Event description:
A customer reported a continuous glucose monitor (cgm) error 42. The incident did not result in an adverse impact on the customer's blood glucose level. The customer received assistance from technical support, who guided them through a pump reset. Following the reset, the error was resolved, and the customer successfully started their sensor session.